Event description:
The device was used during a total gastrectomy procedure. Reportedly, the staple line was incomplete. The surgeon resection the incomplete staple line and applied another device to complete the procedure. The hospital has reported no pt injury occurred.